Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no other similar complaints initiated against this lot number. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screw it is recommended to torque at 20ncm. Without the returned product, there is not enough evidence to form a conclusion on the reported event of abutment screw loosening. Therefore, the complaint is non-verifiable. A probable cause cannot be determined. Device expiration. UDI number is n/a.

Manufacturer narrative:
Device has not been returned to manufacture.

Event description:
Doctor reported screw is loose and not able to torque down.